Event description:
It was reported that the customer experienced a blood glucose (bg) level of 20 mg/dl. Reportedly, the customer went to the emergency room and was treated with intravenous fluids of saline. The customer experienced a bruise from falling due to bg level. The customer alleged that the pump delivered boluses incorrectly. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and delivered bolus based on customer's settings. The customer acknowledged and continued using the pump for insulin therapy.